Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Reportedly, the customer attempted to change the cartridge out and received 2 more cartridge alarms (cartridge alarm 19) during the load process. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.